Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that the images confirm vessel perforation or rupture post-stenting. Analysis of the otw css 4.00 x 15mm stent delivery system (sds) identified blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and in the balloon. The stent implant was not returned. The balloon was loosely folded. There was no damage noted to the sds. There was no reported product deficiency. Perforations are known adverse events as listed in the vision over the wire instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reportedly during deployment of the vision stent at 14 atmospheres into a saphenous vein graft to the right coronary artery for treatment, the vision stent perforated the graft. The patient was sent to surgery for removal of the stent delivery system (sds) and to treat the perforation. The vision sds was removed and the perforation was sealed. The patient is doing well post procedure. A clinically significant delay in procedure was reported. No additional event or patient information was provided.